Event description:
Upon further review, this record is a duplicate of (B)(4) in regard to device sn (B)(6). All relevant information from this record will be transferred to (B)(4). Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Cont e1 zip code- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured implant. Device remains implanted.